Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received an alert for high out of range pacing impedance measurements, measuring greater than 3000 ohms. The device was beeping. Troubleshooting steps were discussed in the clinic. This device remains in service. No adverse patient effects were reported.